Manufacturer narrative:
The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection found no issue. A functional evaluation found a handpiece sensor fault. The complaint was confirmed and the root cause has been associated with an electrical component failure. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Factors that could have contributed to the reported event include an internal short or component failure of the hall board. Internal complaint reference: (B)(4).

Event description:
It was reported that the mdu was making noises during set up for an unspecified procedure. The procedure was completed with a smith and nephew back up device. No injuries, delays or other complications were reported. Results of investigation have concluded that this unit had a handpiece sensor fault which makes it a reportable event.